Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). No sample was sent to melsungen for investigation. The history files were analyzed. Not the complete file "device" from the perfusor space was downloaded. The files were read out until (B)(6) 2023. On (B)(6) 2023, the pump was turned on at 06:31am. At 06:33am the parameters of the therapy with the drug short name "atracur" were set. An amount of 12.5mg, a volume of 50ml and the patient weight of 1.389kg were set. The parameters lead to flow rate of 3.33 ml/h. After the syringe "bd plastikpak 50ml" was selected from thy syringe selection menu, the infusion was started at 06:34am with a flow rate of 3.33 ml/h. At 06:34am a bolus with pre selection with a volume of 2.78ml was given. At 08:35am the infusion was interrupted by pressing "start/stop" button. At 08:38am the therapy data were rejected and a new therapy was set by user. An amount of 125mg, a volume of 50ml and the patient weight of 1.389kg were set to the drug "atracur". The parameters lead to flow rate of 0.33 ml/h. The therapy was started at 08:40am. At 08:46am the therapy was stopped and the standby-mode was activated. The standby mode was deactivated at 12:22am at the pump was turned off at 12:24am. No technical malfunction occurred during the two therapies. The difference at the two therapies with the drug "atracur" were the entered value "amount". At the first therapy 12.5mg were set. At the second therapy 125mg were set. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility translation of user facility information by bbm sales organization in united kingdom: "wrong dose - use error". According to the customer: " I was told by dr (B)(6), a perfusor space pump from the neonatal unit at manchester has been used on the north west connect transfer. North west connect have their own space devices on the transfer trolleys. The neonatal pump has a different drug library and configuration to the north west connect pumps. As a result of the wrong pump being used there was an over infusion of 10 times the limit that resulted in death."